Event description:
Transmitter/sensor malfunctioned allowing resident to exit the bldg alone. Resident was noted by environmental service supv & immediately brought back in the facility.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: distributor. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, other. Results of evaluation: end of life - premature, telemetry failure. Conclusion: device failure directly caused event, intermittent failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor, other. The device was not destroyed/disposed of.